Event description:
It was reported that the user experienced a brief loss of bluetooth connectivity with a dexcom g7 continuous glucose monitor (cgm), after which glucose readings resumed while on the call and displayed glucose readings. No adverse clinical symptoms reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included troubleshooting and education over the phone regarding signal loss. Investigation of this case revealed transient signal loss without an identified responsible device and no persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent communication issue.